Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2010. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. In addition, a lead integrity alert (lia) occurred due to oversensing, high impedance, and short interval counts. A lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.